Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
On 02/05/2024, intuitive surgical, inc. (Isi) received mw5150591 stating that during a da vinci assisted surgical procedure, a wire of mega suturecut needle driver broke inside the patient.